Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that that they experienced a high blood glucose and the insulin pump alarmed no delivery alarm. Customer's blood glucose was 523 mg/dl at the time of the incident. Patient's mother tried to treat high blood glucose with big bolus, but insulin pump sounded no delivery alarm. Troubleshooting was performed and the alarm was resolved. The insulin pump will not be returned for analysis.